Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A review of the device history records identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a thr on the (B)(6) 2018. Has been complaining of persistent pain so surgeon elected to revise for suspected loosening/infection. Revised components were sent to royal perth bio-engineering as per wa-aoa protocol. If other, describe --> total hip revision, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> pain, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> revision surgery.